Event description:
It was reported that a leak was observed from a 1000ml eva bag. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.